Event description:
It was reported the filter became stuck in the sheath and was difficult to deploy. One arm came out of the sheath and the doctor had to use a lot of force to get the rest of the filter to deploy. The placement location was fine. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The sample was not returned for eval. Based on the info submitted, the results of the investigation are inconclusive and the root cause is unk. Handling of g2 filter system from the IFU the current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.